Event description:
It was reported that the customer had high blood glucose levels of 330 mg/dl. The customer treated with a bolus from the insulin pump. The customer reported that the buttons of the insulin pump were hard to use. The customer had difficulty seeing the display of the insulin pump and pressing the buttons of the insulin pump. The customer reported that he was suffering from arthritis which could have contributed to the difficulty. The customer also reported having fractured his back and ribs after a fall making it much more difficult for him to use the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).